Manufacturer narrative:
Concomitant medical product(s): a 310c29 tissue valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low rv sensing. The pace/sense portion of the lead was capped with the high voltage remaining in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.